Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 554 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. The customer agreed to replace supplies as necessary and continue with insulin therapy, and follow-up assistance was arranged if needed.